Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was having uncomfortable stimulation. The patient stated that the intensity would ramp up very high without them turning it up. The rep ran an impedance check and it was noted that there were 4-5 electrodes that were out of range. The patient was going to stay in touch with the rep and log uncomfortable stimulation to see if a pattern can be identified. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around the beginning of (B)(6) 2019, the patient started noticing the stimulation was shocking them or it would turn all the way up all of a sudden. It was noted this would occur with positional movement; usually when the patient would twist or was at a funny angle. It was reported that the ins was placed on their hip with the leads going across their stomach. The patient hadn't tried any troubleshooting prior to the call, and it was noted that they hadn't used the programmer to check the ins when the shocking had occurred. It was reported that the shocking would go away on its own. There was no report of any trauma, falls, etc.. They were redirected to the doctor to have the system checked. No further complications were reported or anticipated.